Manufacturer narrative:
A patient lost therapy due to the ipg reaching end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lumbar scs ipg had depleted sooner than the expected longevity term. Surgical intervention occurred on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post procedure.